Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating a tampon had the string come off during removal. No injury was reported.